Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged while slitting the cps direct universal catheter. The lead was no longer used. The patient was in stable condition post procedure.